Event description:
It was reported that the user found the "perfusion way" (extension line) pulled out of the hub catheter during a dressing change (tegaderm). The extension line remained stuck to the dressing. This incident had no clinical consequence, but there was a significant risk of air embolism. As a result, the catheter was removed and another catheter was successfully used. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned.